Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090826.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-03784. It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 during which both of the existing leads were repositioned to their original location to address the issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction d3 and g1: the manufacturing site was updated. Correction g8: the MFR report number should have been (B)(4).